Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy with endoscopic mucosal resection (emr) procedure performed on (B)(6) 2014. According to the complainant, during the procedure, when trying to deploy the clip ¿it creaked backwards rather than sliding and then would not deploy.¿ the clip would not close and would not release from the catheter. Another resolution clip was used to complete the procedure. No patient complications resulted from this event. The patient's condition following the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy with endoscopic mucosal resection (emr) procedure performed on (B)(6) 2014. According to the complainant, during the procedure, when trying to deploy the clip ¿it creaked backwards rather than sliding and then would not deploy.¿ the clip would not close and would not release from the catheter. Another resolution clip was used to complete the procedure. No patient complications resulted from this event. The patient's condition following the procedure was reported to be stable.

Manufacturer narrative:
Reported event of clip failed to release from catheter. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Manufacturer narrative:
A visual examination of the returned device noted that the yoke was deformed and separated from the control wire. The clip was still locked onto the bushing and could not be released. The clip prongs could not be opened; however, the clip prongs were not locked into the capsule. It was also noted that there was a kink in the control wire. Based on the condition of the returned device, the reported failure of clip unable to release from the catheter was confirmed. This failure likely occurred due to anatomical/procedural factors which limited the performance of the device. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no other complaints exist for the specified lot.